Event description:
Info received on 8/15/96 indicates pt is alleging of curvature of penis, difficlut to inflate, unable to deflate,loss in length & girth, and that the device failed to operate properly. A revision surgery has not been determined at this time.